Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the outpatient department on (B)(6) 2024 to get their primary system controller exchanged for emergency backup battery (ebb) faults. The ebb had recently been replaced but the system controller alarmed again. The patient was on a low flow system controller so the provider put the patient on their backup system controller which had low flow software. The patient was given a new backup system controller that did not have the low flow software installed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed by review of the downloaded log file. The log file contained information spanning approximately 2 days of patient use (07apr2024 to 08apr2024 per timestamp). A backup battery fault alarm was observed at 16:28:51 on 07apr2024 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside of the designed threshold. The backup battery fault did not impact the ability of the controller to operate the pump at the intended speed. The driveline was disconnected at 11:59:09 on 08apr2024 and the controller was shut down shortly later at 12:00:16, which is consistent with the controller being exchanged. The backup battery fault alarm remained active until the controller was shut down. The returned heartmate 3 system controller (serial number: (B)(6)) passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was noted that (B)(6) is the serial number of the backup battery that was included with the controller¿s original packaging. Initial inspection data was reviewed for the returned battery (B)(6), and it was found that the battery passed. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.